Event description:
It was reported that the patient had several minutes of non capture and arrested. The patient is dependent and has third degree block. The outputs of the device had been decreased about six weeks prior. Capture management, which was programmed to monitor only, showed a great variance in thresholds. The lead was replaced. No further patient complications were reported as a result of this event.